Event description:
Pt presented with aortic neck measuring 21-24-27mm over 8mm of length (off-label use); in 2009 had implant of a 28-16-120bl bifurcated device, a 34-34-100rl suprarenal proximal extension, and a 34-34-80le infrarenal proximal extension. There was no endoleak noted at the close of the procedure. F/u images revealed a proximal type I endoleak. Five months later, the pt was treated with a palmaz stent with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Treatment of 8mm aortic neck length is off-label.